Event description:
It was reported that the lead exhibited impedance of 2000 ohms and the threshold had increased to 4v at 0.4ms. Insulation abrasion was noted at the fixation suture level. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.